Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window. Insulin pump received with a cracked case display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error. The customer's blood glucose was at 203 mg/dl and she was advised to discontinue using the pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.